Event description:
It was reported that a new doctor was instructed to sequentially dilate up to 12f prior to a filter retrieval. However, the doctor did not dilate the vessel. When the doctor attempted to put the retrieval cone in, the marker band was displaced and moved up the sheath; however, the filter was removed successfully. The rep inserviced the doctor after the procedure and the doctor agreed that the event was a user error. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the event description, the doctor didn't dilate the vessel. The information for use (IFU) recommends that the vessel be dilated to 12 fr.